Event description:
Philips received a complaint on the heartstart xl device indicating that the battery was low.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that there was low battery due to a battery failure, and it was recommended to replace the battery. The device has reached its end of service (eos)/end of life (eol). Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.